Event description:
Report received of an independent change programmed concentration. The pump was programmed in 2003 in the evening to deliver 0.2mg/ml dilaudid. The customer could not recall the remaining programmed parameters. The programmed settings were reportedly confirmed by two nurses. At approx 11pm, the pump settings were confirmed by the oncoming nurse. At approx 7am, the pump settings were again confirmed by the oncoming nurse. At approx 8am, a nurse went into the pt's room to discontinue the pca therapy. At that time, the nurse noticed that the programmed drug concentration was 1mg/ml instead of the intended 0.2mg/ml concentration. The pump was immediately removed from clinical service and pca therapy was discontinued. The pt reportedly did not have good pain control during the dilaudid pac therapy. There was no reported adverse pt effect and no medical interventions were required. Though requested, no additional info was available.